Event description:
Jaw of device fractured. No pt involvement reported.

Event description:
Jaw of device fractured. No pt involvement reported.

Event description:
Jaw of device fractured. No pt involvement reported.